Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio was unable to perform due to an error with the system. The case was converted to a manual total knee arthroplasty.

Manufacturer narrative:
The reported device is a 3.0 rio robotic arm mics, catalog: 209999, serial #: (B)(4), RMA# (B)(4). Motor phasing error on j2 arm locked and was not useable. A review of the DHR associated with (B)(4) found qips passed with no notes or comments. Per gsp case 136036: replaced cpci assy (209953) and the original symptom returned. Failure during motor phasing verification on j2. At this point it was determined that j2 motor was the problem successfully installed m2 207570. System passed all tests for motor as well as cpci replaced by david baird per previous wo. System ready for clinical use. Based on the device identification (B)(4) the complaint databases were reviewed from 2011 to present for similar reported events regarding (B)(4) getting hardware error code #26. There were no other reported events for the listed catalog number and robot number. (B)(4) has both its cpci assem and j2 motor replaced. Robot passed all verification steps afterwards and is ready for clinical use. No further action is required at this time.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio was unable to perform due to an error with the system. The case was converted to a manual total knee arthroplasty.